Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant attempt, the lead was implanted; however, when slitting, the lead dislodged and could not be placed with satisfactory measurements. Therefore, the lead was removed. No patient complications have been reported as a result of this event.